Event description:
The glaucoma-treating deviice was checked by operating rm staff prior to implantation. In their prior to implementation. In their judgement, an inner valve was not functioning properly. The device functioning properly. The device was returned to the manufacturing and found to meet all specifications. The manufacturer shipped it to the distributor, who, in turn, sent it back to the user facility.